Event description:
A malfunction on the pump was reported after the pump logs were uploaded by the healthcare provider during an appointment, which was followed by the appearance of the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the malfunction code, which was successful, and the same malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction reappears, which the customer acknowledged and understood.